Manufacturer narrative:
The device was returned and evaluated the customer¿s allegation was confirmed. During the inspection it was found that a bad blurry image was found to be due to a bad charge-coupled device. In addition to the reportable malfunction documented in b5, the additional non-reportable findings were as follows: found stain/rust inside the charged coupled device, found a flickering image due to kink/knot on cable, and the device failed water leak test from the cable. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus representative reported to olympus on behalf of the customer that the hd autoclavable camera head had a poor image. The issue was found during preparation for use. There were no reports of patient harm or impact associated with the reported issue.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (4) four years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that a cable malfunction due to a twist/knot of the cable caused a communication failure, resulting in image flickering. The event can be prevented by following the instructions for use which state: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.